Event description:
The customer reported the tip was in the patient's eye when the unit shut down. A back up unit from their sister hospital was needed to finish the case. There was a two hour delay. The surgeon stated there was no unplanned surgical/medical intervention required or hospitalization for the pt. The surgeon stated the pt outcome was good.

Manufacturer narrative:
The company service representative examined the system and found the system froze with an error message. The system was reconfigured and a software upgrade was completed. The system was tested and met all product specifications. The root cause may have been corrupted software as the system was verified to be within specifications after the configuration and software upgrade. A review of the complaint and service requests for the system indicates that there have been no additional complaints or service requests related to the reported event. A trend review of the complaint indicates that there has been no recent adverse trending observed in the last 36 months.